Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator device involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated and confirmed the customer reported complaint. The device was found to have the broken distal tip at the distal end. The distal tip measuring approximately 0.33" x 0.508" was found to be broken off the distal end. The broken piece was returned. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the tip of the suction irrigator fell inside the patient. The fragment was retrieved during the same procedure. A similar backup da vinci product was used. The procedure was completed with no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the device was inspected prior to use with no damage observed. The device was in use for about an hour or less and broke while it was being used for suction. All the fragments were retrieved during the same procedure and confirmed with visual inspection. No additional surgical procedure was required to remove the fragment. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. There was no patient injury. The surgeon did not notice any issues with the functionality of the product. The fragment did not fall inside the patient during an instrument tip or accessory collision. The device was not removed during the procedure (prior to the breakage). Upon final removal of the device, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There were no photographic images of the device or a video recording of the procedure available for isi review. The endowrist suction irrigator is designed to be used in conjunction with an intuitive surgical da vinci surgical system and compatible suction and irrigation sources and tubing sets for delivering fluid to the surgical site and for evacuation and aspiration of fluids. The instrument may also be used for retraction and blunt dissection of tissue.